Event description:
Cotton is separating from tampon during removal- vagina [foreign body in reproductive tract]. Cotton is separating from tampon [device breakage]. Cotton is separating from tampon during removal, retained [complication of device removal] . Case description: consumer reported via e-mail that cotton is separating from the tampon during removal. No serious injury reported.

Event description:
Cotton is separating from tampon during removal- vagina [foreign body in reproductive tract.] Cotton is separating from tampon [device breakage.] Cotton is separating from tampon during removal, retained [complication of device removal.] Cause was traced to design [product design issue.] Case narrative: consumer reported via e-mail that cotton is separating from the tampon during removal. No serious injury reported.